Event description:
The customer reported to olympus, the high definition lcd monitor intermittently powered off then back on. The issue was found during preparation for use in a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a bad power supply printed circuit board caused the powering off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device evaluation found the following non-reportable malfunction: external bezel plate u was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a bad power supply printed circuit board. Olympus will continue to monitor field performance for this device.